Event description:
The magnet mover experienced a mechanical malfunction causing an unexpected downtime condition with a patient under anesthesia for more than one hour, leading to an extended procedural delay. Per the site, the patient remained stable, and no adverse events or unanticipated patient outcomes were identified. The procedure was completed, and the end user reported there was no serious injury or harm to the patient as a result of the issue.

Manufacturer narrative:
This event was reported due to the length of procedural delay under anesthesia reported by the end user. The end user reported there was no serious injury or harm to the patient. The manufacturer has initiated internal corrective action to further address this issue.